Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's conductor cap was broken. The conductor cap was not properly held in place. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's conductor wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley shows signs of arcing. The instrument's monopolar yaw pulley had thermal damage. The yaw pulley showed signs of arcing near the broken conductor wire and away from the broken conductor wire. The instrument's grip cables were derailed. One grip cable on one side of the distal clevis was derailed from the distal idler pulley. Yaw motion was non-intuitive as a result. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. There was no adverse event since the broken damage to the instrument was found prior to the starting the procedure. However, this complaint is being reported because during failure analysis investigation, a broken conductor wire and thermal damage to the instruments monopolar yaw pulley were found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the permanent cautery spatula instrument was broken. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that the instrument was found broken prior to starting the surgical procedure. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the arcing event. There was no adverse event, harm or injury to the patient.